Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced recurrent skin infections at the abutment site. Treatment for the infections is unknown. The patient underwent revision surgery on (date unknown) to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.